Event description:
Homechoice machine was received for a pt who had dropped out of peritoneal dialysis. The rationale for ending pd therapy is listed as peritontis. Hp's nurse stated that the hp was diagnosed with peritonitis in 2005 and was hospitalized for two days and for four days. Hp had his catheter removed nine days later. Hp's symptoms were abdominal pain. The pt was treated with ancef 125 mg/l via ip on same day, fortaz 125mg/l via ip for the same eight days and gentamycin 8 mg/l via ip for 8 days. The hp is a child, and the hp's nurse stated the hp's mother had very good asceptic technique. The healthcare professional suspected root cause was a ventric tube draining into the peritoneum. The hp did recover from this episode of peritonitis based on the dr's report.